Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace fuses, the interconnect cable, the generator interface board and backplane. Components replaced and filament calibration done. The system was tested and found to be working as intended and placed back into service.

Event description:
During a pm inspection the 9800 system failed with s-arm error message - interlocks open. There was no report of patient injury.